Event description:
It was reported that the device was broken. A 2mm x 4cm interlock was selected for use in a renal embolization to treat a pseudoaneurysm. During the procedure, it was noted that the device was broken. The procedure was completed with a non boston scientific device. No patient complications were reported.

Manufacturer narrative:
Weight: 73.5 kg.

Event description:
It was reported that the device was broken. A 2mm x 4cm interlock was selected for use in a renal embolization to treat a pseudoaneurysm. During the procedure, it was noted that the device was broken. The procedure was completed with a non boston scientific device. No patient complications were reported. The patient was originally hospitalized on (B)(6) 2022 with chief complaint of generalized malaise, fatigue and concern of anemia. He was received last (B)(6) 2022 post inguinal orchiectomy secondary to necrotic testicle, with spontaneous right sub capsular renal and retroperitoneal hematoma. It was further reported via medwatch# mw5110234 that the vascular access was obtained via femoral artery. During the procedure, the coil was attempted to be deployed but it would not detach. Upon checking, it was noted that the coil was broken off into two separate pieces and was not in the catheter where it should have been. It was assumed that the break occurred prior to opening the device, possibly during packaging or during transport. The device was completely removed by carefully pulling negative suction on the catheter, while simultaneously pulling the catheter out of the patient, and was verified with fluoroscopy over the patient. No further patient complications reported.

Manufacturer narrative:
A4 - weight: 73.5 kg. Device evaluated by MFR: the device was returned for evaluation. Only the main coil was returned. It was inspected, and no damages were found.